Event description:
It was reported that the device was explanted at implant due to strut post was bent and made leaflet move inward in an unusual way. The surgeon was not comfortable with it. The surgeon partially implanted valve, pulled it out, and implanted another 2700, 25mm valve. No surgeon or patient information was provided..

Manufacturer narrative:
Evaluation: "x-ray and visual observations found stent distortion; the cusp two post appeared to have been pushed inwards, which led to a crease in leaflets one and two and a gap at the coaptation region of the leaflets."

Manufacturer narrative:
Evaluation: result: device evaluation anticipated, but not yet begun.